Event description:
It was reported that after inserting an intra-aortic balloon (iab) and initiating therapy, the arterial pressure would not display. The hospital staff switched to a different intra-aortic balloon pump (iabp), but the issue persisted. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). Event site city: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).